Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the device had a prime anomaly. Customer mentioned the device did not count insulin during prime. Customer's blood glucose was 117 mg/dl. Device alarmed no reservoir alarm during the motor displacement test. Customer was advised the reservoir need to be replaced. Customer will not be returning the reservoir for analysis.